Manufacturer narrative:
B5: the affected product was a ¿large volume infusor¿, previously submitted as ¿single-day infusor¿. D4: the correct catalogue # was ¿2c1009k¿, previously submitted as ¿2c1071kjp¿. D4: the UDI #: is ¿(B)(4)¿, previously submitted as ¿blank¿. G4: 510k #: ¿k062457" will be removed and replaced with ¿na¿ h10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. Manufacturing date: october 14, 2016 ¿ october 18, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tip of the tubing of a single-day infusor. There was no patient involvement. No additional information is available.